Manufacturer narrative:
(D10) concomitant device(s): 304-21-13 - 12.5mm platform fx stem left: a283336, 320-40-03 - 145-deg pe 40mm hum liner +2.5: a088161, 320-10-00 - equinoxe reverse tray adapter plate tray +0: a571039, 320-31-40 - glenosphere, 40mm: a490701, 320-35-01 - small glenoid plate: a527737.

Event description:
Approximately 1 month(s) and 13 day(s) post-operative of a left tsa, the patient presented with a healing problem without proved infection . The patient¿s incision not healing with redness and swelling. The patient underwent an I&d washout and the device(s) remain implanted. The outcome of this event is considered resolved, and the clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.